Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic myomectomy, while they were sewing the uterine stitches with 2 needles, procedure, the needle and the thread broke while they were using a continuous suture. They used a replacement thread to complete the case. The patient was unharmed.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photo showed a needle detached from the suture. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.